Manufacturer narrative:
The ft3 iii reagent lot was 68665601 with an expiration date of 30-apr-2024. The field service engineer performed maintenance activities and replaced the measuring cells. Afterwards, the customer repeated the samples again on the cobas e 411 analyzer and was satisfied with the results as they were within the reference range. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for four patient samples tested with the elecsys ft3 iii assay on a cobas e411 disk and compared to a radioimmunoassay (ria) method. The elecsys ft3 iii results further do not fit the clinical picture of the patients. Patient sample 1: on (B)(6) 2023 the sample had an elecsys ft3 iii value of 1.9 pg/ml. On (B)(6) 2023 the sample was tested using the ria method and had an ft3 value of 2.7 pg/ml. Patient sample 2: on (B)(6) 2023 the sample had an ft3 iii value of 1.9 pg/ml. On (B)(6) 2023 the sample was tested using the ria method and had an ft3 value of 3.0 pg/ml. Patient sample 3: on (B)(6) 2023 the sample had an ft3 iii value of 1.7 pg/ml. On (B)(6) 2023 the sample was tested using the ria method and had an ft3 value of 2.4 pg/ml. Patient sample 4: on (B)(6) 2023 the sample had an ft3 iii value of 1.9 pg/ml. On (B)(6) 2023 the sample was tested using the ria method and had an ft3 value of 2.6 pg/ml. Ft3 reference ranges: elecsys ft3 iii: 2.0-4.4 pg/ml. Ria method: 1.9 ¿ 4.3 pg/ml.

Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.